Manufacturer narrative:
One endotrach was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Device underwent functional testing by inflating the cuff with a syringe and submerging it under water in order to verify for leaks. As a result, no leaks was detected in the returned sample; the cuff was inflated per more of 24 hours no discrepancies were found. The reported customer complaint was not confirmed. And the most probably cause of issue was unable to be determined.

Event description:
It was reported the endotracheal tube leaked air while in use with a patient who was asleep. Subsequently, a tube change out was performed. No clinical consequences to the patient were reported.